Manufacturer narrative:
A philips product support engineer (pse) reviewed the data and found that the asystole did occur, and the red alarm sound did play from 09:00 to 09:04. At 09:04, the user silenced the alarm and the red alarm stopped since the asystole condition ended. There was also a remind notice from 09:00 to 9:03. There was an existing soft inop that was silenced but not shown at the audit log. The pse worked with research and development (r&d) on the telemetry device to determine the origin of the soft inop and r&d was able to simulate the soft inop showing the remind notice with the red alarm still playing. The reported issue was not confirmed. There was no product malfunction. The device was operating as intended.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that no red asystole alarms are sounding. The vital dropped below the 50 threshold and did not alarm. The device was in use on a patient at the time of the event. There was no adverse event reported. A philips field service engineer (fse) was dispatched and the clinical audit logs were retrieved. Additional logs are still needed.